Manufacturer narrative:
Conclusion: four pieces of suture were returned for evaluation. Two of the returned segments were needled with cut ends. One segment returned had one cut end and one end that was flattened by instrumentation and broken. Another segment had both ends cut. The force required to break the suture after it had been flattened by instrumentation could not be determined.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2013 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.